Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter could not read the pulse generator. The patient was feeling symptomatic. An inductive transmitter was used and transmissions was successful. Rf telemetry discrepancy was suspected. Restoring rf telemetry was discussed. The patient was stable.